Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that tpn that was ordered to infuse at 1.3 ml/hr with a vtbi set for a 3-hour duration, was discovered nearly empty sooner than expected, prior to the next bag change. The patient developed new onset hyperglycemia which prompted insulin therapy, evaluation for infection, and multiple fluid changes. Subsequently, the patient developed findings consistent with hypervolemia including increased oxygen need requiring ventilator support, and showed evidence of a patent ductus arteriosus. There was no report of lasting harm.